Event description:
It was reported that "torque limiter and screwdrivers, while trying to put in the screw, both broke".

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report. Same pt event as 8031020-2008-00128.